Event description:
A malfunction was reported with a specific code displayed on the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their levels. After reporting the issue, the customer received guidance from technical support on how to reset the pump, and the malfunction code did not reappear after resetting.